Manufacturer narrative:
(Eval method, results, conclusions) - the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.

Event description:
This x-ray system starts up without any error. However, when trying to screen even with the kv's stabilizing there is no image on the monitors.